Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) displayed as "high" (specific value not provided) and a small ketone level. Customer delivered a correction bolus to address the bg. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.